Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number 8xqs19. However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The allegation was confirmed. The probable cause was determined to be the mobile device lost power. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).